Event description:
The device was used during a appendectomy procedure. It was reported by the affiliate that the device worked on the first firing. A reload unit was loaded onto the device. The device would not fire with the reload unit attached. There was no pt consequence.